Manufacturer narrative:
Updated sections: b4, e1(name), e2, e3, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, g2, h6(health clinical & impact).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) units drive manifold failed. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g2, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. The getinge service territory manager (stm) evaluated the iabp unit. The fse replaced the drive manifold to address the issue. The equipment then passed all functional testing.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units drive manifold failed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.